Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection at the implant site; however, the issue could not be resolved. The device was explanted on (B)(6) 2015. It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(4) 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.